Event description:
Patient received a burn during an electrotherapy treatment. The clinician prescribed a interferential electrotherapy treatment to treat the patient's left shoulder comfort. The patient completed the 20 minute treatment with no discomfort and/or pain. No unusual indications were noticed in the treatment area. A couple of days later the patient informed the clinician of the resultant burns. The patient reported the appearance of a 1" diameter, 2nd degree burn in the treatment area. The clinician applied the ifc waveform using the 2 1/2 inch carbon electrodes. No frequency settings are known about the treatment. The intensity setting was determined by the patient. The intensity setting is typically called the "to tolerance" level. No other adjunctive methods was prescribed or applied during the treatment.

Manufacturer narrative:
Awaiting return and evaluation of the device.